Manufacturer narrative:
The device has not been received for investigation, however, the non-visual device evaluation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Manufacturer narrative:
Additional information: a2, a3, a6, b3, b5, d4, e1, h6. Manufacturer reference:(B)(4).

Event description:
Additional information received reported that patient did not suffer any harm/injury/adverse outcome an no intervention was required.

Manufacturer narrative:
The device has not been returned for analysis. Several attempts have been made to provider to obtain additional information without response. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the button of the silent nite 3d sleep appliance broke off, no other information was provided.